Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during a pretest.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter during a pretest.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way silicone catheter was received. Visual evaluation of the sample noted no obvious defects with further testing required. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6175") and found to be within specification (0.60" - 0.90"). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(5) to deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."